Manufacturer narrative:
The patient's outcome was good with no anticipated negative effects related to the event. A review of manufacturing history shows product was released without anomaly. A review of complaint history shows one other complaint of this part number with a different lot number. Engineer evaluation shows the fracture is torsional. Root cause is inconclusive. Risk is addressed with the associated IFU and surgical technique. Nanovis is continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported during an acdf (anterior cervical discectomy and fusion) procedure on (B)(6) 2019 a drill bit fractured while using under power, thus causing a ten (10) minute delay in the procedure. No pieces of the fractured tip fell into the patient's wound and the tip was successfully removed from the bone. Another drill bit was used to complete the procedure. The surgical technique was utilized correctly with no harm to the patient or user of the device. The drill bit was returned for evaluation by an engineer and it was determined to be a torsion failure. Root cause is inconclusive and nanovis will continue to monitor.